Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd eclipse¿ needle the safety broke off and hcp was pricked with exposed needle. The following was translated from french to english: accident following a subcutaneous injection. After the injection, I put the safety in place, then when I was about to throw the needle into the darsi, the safety came off and I accidentally pricked the thumb of my right hand.

Manufacturer narrative:
A device history record review was completed for provided material number 305760 and lot number 2301004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated, and it was possible to activate the safety mechanism without defect by following the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. Each lot produced is tested for safety shield activation prior to release. The assembly process has a system in place which inspects all product for proper opening and activation of the safety shield. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Correction: the f code has been updated to 'insufficient information' to align with the available information in the complaint record.